Event description:
It was reported that the " the main motor is not working ".

Manufacturer narrative:
It was reported that the "the main motor is not working". It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated type of investigation code (b).